Event description:
It was reported that this pacemaker device was found in safety mode. The plan is to have this device replaced soon. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes. Explant date was not provided. Should additional information become available this report will be updated. If we later receive the information, we will provide a follow up report.

Event description:
It was reported that this pacemaker device was found in safety mode. The plan is to have this device replaced soon. This device currently remains in service. No adverse patient effects were reported.